Event description:
Additional information was received that during the implant procedure, a medtronic guidewire was used and inserted. It was reported that the chb was first noticed upon valve deployment. Per the physician, the dcs did not cause or contribute to the chb, and it was unable to be determined whether the guidewire contributed to the chb.

Manufacturer narrative:
Updated data: b5. D1. D4. H1. The event was previously un-reported. However, additional information was received to report that the guidewire was a medtronic guidewire. Therefore, this guidewire will be reportable for serious injury. H4. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional review of the event and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements in 21 cfr 803. Corrected data; h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter valve implant procedure, the valve was implanted in that it was positioned 5.7 millimeters (mm) from the membranous septum. During said implementation procedure, complete heart block (chb) was noted. Subsequently, one day following implantation of the valve, a permanent pacemaker was implanted. Per the physician, the procedure did contribute to the patient's chb.